Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of an ultrasound guided abscess drainage catheter placement procedure, the length of trocar needle was allegedly longer than the catheter. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two electronic photos were provided for review. The first photo shows the product label showing the catalog number (nnu8lpt), lot number (gfhn2989) and expiry date (2026-03-28). The second photo shows the navarre drainage catheter placed in the package. The investigation is inconclusive for the reported length of the trocar needle longer than catheter issue as the provided photo shows only a partial view and was not sufficient to determine whether the product did not meet specifications. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an ultrasound guided abscess percutaneous drainage catheter placement, the length of trocar needle was allegedly longer than catheter. Reportedly, the catheter was replaced. There was no patient contact.